Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, anxiety-product/procedure.

Event description:
Patient reported a right side fluid buildup and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Clarification to b3. Date of event: only year was reported. Additional, changed, and/or corrected data: a2, b1, b3, b5, d6b, g2, h6.

Event description:
Patient reported a right side fluid buildup and implant removal from textured to smooth due to the concerns of the product. Legal representative later reported "inflammation, subcellular and cellular damage, silicone particles in their body, physical pain, depression, and suffering." Device has been explanted and replaced.